Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 380 mg/dl (21.1 mmol/l) while wearing the pod on their leg between 25 and 36 hours. The patient¿s mother stated there was an issue with an omnipod installed two days prior. The mother reported that insulin did not infuse, and the patient¿s bg rose, and the controller triggered an alarm instructing a pod change. The mother could not recall the error message received. The patient was also reportedly feeling nauseous. The pod was removed with approximately one and a half days of wear time remaining and noted leaking at the pod site. The patient sought medical attention on (B)(6) 2026 and was seen by a doctor who diagnosed them with hyperglycemia. As treatment, the doctor administered an insulin injection. The mother could not recall the doctor¿s name. A new pod was applied.